Event description:
It was reported through service report (B) (4) that the nurse caused interference between the trapeze and the bed upon lowering the unit which resulted in the alleged event where the pt rolled sideways making the bed tip. No injury reported.